Event description:
It was reported that the customer was first hospitalized on (B)(6) 2014 between 4pm and 5pm and then again at 9:30am on (B)(6), 2014. For the first hospitalization, she had a blood glucose level of 484 mg/dl and for the second, her blood glucose was at 386 mg/dl. She also experienced diabetic ketoacidosis and was wearing her insulin pump at the time of the emergency room visit. At the hospital, the customer ran a manual prime test and stated that no insulin exited. No leak was found, the infusion set cannula was not bent and the occlusion test and high pressure test could not be performed as the customer did not have tubing clamps. The customer was advised to change her reservoir, infusion set and insulin. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump was received with a cracked reservoir tube lip and scratched lcd window.